Event description:
It was reported that the patient implanted with this pacemaker system was feeling a vibrating sensation, and technical services (ts) discussed this may be right ventricular auto-threshold (rvat) test related. Additionally, electrogram (egm) review revealed [as] after vsense (vs) and vpace (vp), and blanking was 65 ms and 125 ms, respectively. Both signals were measured via the programmer at 60 ms and 120 ms. It was recommended to program post-vs to 45 ms and post-vp to 85 ms. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.